Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (connector damaged) was confirmed. Upon investigation, the monitor's electrode belt connector was broken free from the monitor case. The root cause for the damaged connector could not be positively identified, but the damage likely resulted from the monitor being dropped while connected to an electrode belt. No adverse event resulted from the damaged connector. The patient received a replacement monitor.

Event description:
A (B)(6) female patient called zoll customer support to report that the connector on her monitor was damaged. The patient was issued a replacement monitor.